Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic stack. Displacement test wasn't performed due to blank display. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, and stained end cap sticker.

Event description:
Customer reported via phone call, the insulin pump was exposed to water. Customer stated the device was dropped in the water, beach, and it's completely dead. Customer's blood glucose was unknown. Customer stated the display went completely blank after the device was exposed to moisture. Customer has replaced the battery and placed the device in rice to dry off, anomaly persisted. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.